Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of greater than 125 ohms. An alert was issued in the remote monitoring system showing the current value was 143 ohms. The shock impedance measurements had been in the 90-100 ohms range, but were now in the 140's. This increase could be due to calcification around the shocking coil. Technical services discussed delivering a 41 joule shock to observe the more accurate shock impedance measurement, noting the daily measurement uses a very small pulse and could be more affected by calcification. It was also discussed to increase the upper limit of the alert, from 125 ohms to 150 ohms if continued monitoring is planned. It was later reported that a 41 joule shock was delivered and the shock impedance measurement was 110 ohms. The physician planned to continue monitoring the lead in the remote monitoring system, and changed the alert threshold to 175 ohms. If the impedance reached 160 ohms, the physician planned to perform another commanded shock. No additional adverse patient effects were reported. The device and lead remain implanted and in service.